Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos of the returned customer sample shows evidence of the cracked tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014790. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the vacutainer® plus plastic sst tube. Gold bd hemogard¿ leaked during use. No injury or medical intervention.